Manufacturer narrative:
E1 phone number: (B)(6). The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: tissue pad in the grasping section is partially split and worn away, the coating of the grasping section was partially peeled off, and the coating of the probe was partially peeling. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the tissue pad and coating of the grasping section of the thuderbeat were partially split/worn, peeled off. There were no reports of patient or user harm associated with this event.